Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.repeat testing by customer produced satisfactory results.(B)(4)

Event description:
Customer reported that an initial antibody screen performed on a patient sample with no previous antibody history reacted weakly (B)(6) with cell ii. Customer performed an antibody ID on the sample and no reactivity was observed. Patient was transfused 7 units of compatible blood. On (B)(6) 2011, a second sample was received from this patient. Antibody screen was (B)(6). Customer performed an antibody ID with the same lot of 0.8% resolve panel a and anti-e was identified. Customer repeated the antibody screen and antibody ID with the sample from (B)(6) 2011 and a (B)(6) was observed with the screen and ID using the same reagent red cells. Customer confirmed that the 7 units of red cells were (B)(6) for the e antigen.